Event description:
The MFR's rep reported that the hcp could see through the package that the guidewire didn't go to the tip of the catheter. The guidewire was "one hole off from tip of catheter and 1.2cm shorter than catheter". The hcp used the catheter and experienced difficulty as tip was bending and flexing a bit as tried to advance catheter". No pt injury was reported.